Event description:
The cage could not be fitted onto the holder during surgery. The shaft is protruding and the safety splint is jammed. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Following the disassembly signs of wear were visible due to severe impact. The rear hex at the shaft had even broken off. Due to severe impact in an assembled condition almost all individual parts were damaged. The implant corresponds to the specifications and does not have a negative effect on the function. No product fault could be detected. This complaint has been determined to be indeterminate. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.